Event description:
The customer reported that during a therapeutic procedure, when he turned on the power to his olympus imager and connected the scope, a green horizontal noise occurred in the in the olympus 4k uhd lcd monitor. According to the initial reporter, there was noise when outputting 4k, but no noise in the image when outputting hd-1080i. Reportedly, the customer replaced the display with another unit, and completed the intended procedure without any report of patient harm. This report is related to reports with patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. During the device evaluation, there were no visual abnormalities and no functional failures. The unit was functioning as intended. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction: e1 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified as the event was unable to be reproduced. Olympus will continue to monitor field performance for this device.